Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not power on which resulted in unexpected power shut down. A field service engineer (fse) disconnected auxiliary and main power, then reconnected auxiliary power while isolating drawers to identify the faulty unit. Drawer 2.2 was identified as the issue, with the drawer controller measuring zero and requiring replacement. After replacing the drawer controller, the drawer was tested using the hardware test application (hta), which passed successfully. The pharmacy technician completed inventory of medications in the drawer, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary would not power on. However, there were no delays, adverse events or injuries reported based on this event.